Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) doesn't work and "events...were not picked up." It was also reported that the remote monitor is not transmitting. The device and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they used the patient assistant over their implanted device and the device was not storing information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.